Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and delayed in responding. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support.